Manufacturer narrative:
Continuation of d10: product ID 977a275 (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type lead product ID 977a275 (B)(6), implanted: (B)(6), explanted: (B)(6) 2025, product type lead correction to h3 analysis for 977a275 leads (B)(6). The leads that were returned for this case were not for the affected / explanted ins but returned in error. The ins and leads for this case were not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The rep doubled checked with the implanted center: ins (B)(6) was sent in error (instead of (B)(6). This complaint describes events occurring with the ins (B)(6).

Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type lead. Product ID 977a275, serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2025, product type lead. Explant date of the implantable neurostimulator (ins) and both leads is month and year valid only. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the healthcare provider did not discard the lead during the surgery procedure.

Event description:
Additional information was received. It was reported that the leads and ins were explanted and replaced on the same day. The cause of the ins being unable to charge was stated as the healthcare provider (hcp) probably did not wait long enough to see a recharge signal appear. The cause of the ins and leads migrating to a deep location was noted as a deep adipose layer. It was noted that the customer only kept the ins and not the leads. The ins will be sent for analysis by the end of february. The information has been confirmed / provided by the physician.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: product type lead product ID 977a275 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. G2. Foreign: france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was no longer able to recharge their implanted neurostimulator (ins) due to migration of the ins which became buried very deeply. The ins had moved in a position perpendicular to the skin making it impossible to recharge for the patient and having led to the migration of the electrodes. Cause listed as patients¿ morphology. The surgeon decided to do a reorganize surgery in order to replace the electrode and move the ins. In order to put it back a few centimeters under the skin to make recharging possible for the patient. During the surgical procedure, the hcp attempted to recharge the ins when it came out of the incision. They held the ins and the charging belt for several minutes but was unable to recharge the ins. So they decided to get a new ins and not re-place the ins that he was unable to recharge. The issue has resolved. Additional information was received. It was confirmed that the two submitted events are two different events for two different patients. Further details on each case will be provided directly from implant center this wednesday feb 12th.

Manufacturer narrative:
H3. Device analysis for lead (B)(4) revealed no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Device analysis for lead (B)(4) revealed no significant anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. H6 codes belong to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. After checking with the implant center, the rep found that the ins (B)(6) was not the subject of the complaint. There was a mistake at the sterilization department, which gave the rep the wrong ins. Unfortunately, the ins that was the subject of this complaint was sent for destruction.

Manufacturer narrative:
Continuation of d10: product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead product ID 977a275 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2025 product type lead h6: coding update applies to the leads. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was stated that the ins and both leads were explanted on (B)(6) 2025. It was confirmed that the healthcare provider discarded the leads. Information confirmed with physician / account.